Event description:
It was reported that there was a pending alarm that occurred and the pump was implanted. It was stated that when the manufacturer representative initially interrogated the pump prior to implant that nothing ¿abnormal¿ was seen (no pending alarm was seen on the clinician programmer). However, it was explained to the manufacturer representative that since the motor stall recovered, the only way to view the stall would be to go into the event logs (would not have a ¿pop-up¿ upon interrogation). It was noted that the patient heard the audible two-tone alarm approximately every hour. It was confirmed in the event log that the motor stall occurred on (B)(6) 2012 and recovered 6 hours later. It was also noted that the pump was from the manufacturer representatives ¿trunk stock.¿ it was thought that there was possible interaction between the pump and a magnet attached to a clinician programmer in the said trunk of the manufacturer representative. There was no injury indicated associated to the event. There were no patient symptoms reported. Drug: preservative-free morphine (unknown concentration or dosage).

Manufacturer narrative:
(B)(4).